Event description:
The facility representative reported a colleague infusion pump in which the main display is unclear. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is 6.13.90 - remediated colleague 2006.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a colleague infusion pump with an unclear main display was confirmed during product evaluation. The root cause of the reported problem was determined to be a defective main display. Appropriate action was taken to correct the reported problem by replacing the main display.